Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. The complaint history file does not contain further instances/ related events of the reported event. The device was used for treatment. No samples were returned for analysis. An image was provided. Low adhesion may be caused by adhesion levels of the raw material used to make the film of this dressing. There are various controls in place during the manufacturing process of both the raw material and the dressing to identify when the adhesion is not in acceptable range, as per the product specification. There are also regular tests carried out to monitor the finished product. As with all adhesive products, the skin site must be thoroughly cleaned and dried prior to application. If there is any moisture on the skin surrounding the catheter, the adhesive performance of this dressing may be compromised. If the dressing becomes wet whilst applied, it may have to be removed and a new dressing applied. A clinical investigation was carried out. It was concluded; ¿no relevant clinical information has been provided for inclusion in this medical investigation. Since it was reported, there was no harm to the patient and the procedure completed with a competitor device, no further clinical/medical assessment is warranted at this time. Should additional medical information be provided this compliant will be re-assessed.¿ the associated risk file contains the reported event. The instructions for use provides comprehensive instructions of the operation, use and limitations of the device. If the IFU is not directly followed, the intended benefits of use of the device may be impacted. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the dressing was used after indwelling at neonatology department. The dressing was not adhesive and the puncture point infected. No harm or injury reported and procedure was completed with a competitor device.